Event description:
Treatment of an avm (arteriovenous malformation). During the onyx injection, it was reported that the onyx was observed to be exiting out of the proximal section of the apollo catheter and not from the distal tip. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Manufacturer narrative:
Updating MDR with additional information received on (B)(4) 2013. The new information is as follows: the onyx was prepared as recommended for use with the microcatheter. Hydration, injection of saline solution to wash the contrast media and injection of dmso in the quantity of dead space recommended, and then injection of onyx. Once the injection was initiated, the wait time between each injection was 2 minutes. The injection was made at the speed of 0.1, 0.2 ml per minute as indicated for the technique, but it was not observed that the liquid advanced and that it was suspended. The catheter was not repositioned during onyx injection. The duration of time of the onyx injection lasted a few minutes because resistance was encountered during the injection and liquid embolic was observed to be leaking from the catheter wall and not for the distal tip as is usual. (B)(4).